Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and subsequent patient expiration could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a crt-d implantation procedure a cardiac tamponade and subsequent patient expiration occurred. The diagnostic catheter was used for coronary sinus (cs) cannulation. While implanting the leads there was difficulty advancing past the cs but eventually the leads were able to overpass the valve. Once past the valve the patient became hypotensive and an echocardiogram revealed blood in the pericardium. A pericardiocentesis was performed to stabilize the patient however cardiopulmonary resuscitation was needed. The patient expired following intervention. There were no performance issues with any abbott device.